Event description:
The facility reported a colleague infusion pump with a malfunction of "making a loud beeping noise." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the central supply department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: the reported condition of this complaint has been assessed for reportability using the device vigilance assessment document (B)(4) and is now determined non-reportable.